Event description:
It was reported by the dealer that the poppet valve is contaminated with a foreign substance.

Manufacturer narrative:
During testing and repair at the service center, the device displayed a red light visual alarm. This was due to the poppet valve solenoid being contaminated with an unspecified foreign substance.